Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8215724. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on samples evaluation, the defect mixed product could be identified and confirmed. The catalog 305618 is manufactured in bd nogales and sent to sterilization in columbus, subsequently the material is sent to distribution center and finally at customer. For the characteristics of the received product (tray and tyvek), this material is manufactured by other company (covidien).

Event description:
It was reported that 30 ml bd luer-lok¿ syringe bulk sterile pharmacy convenience tray came with a mix of product types. This was discovered before use. The following information was provided by the initial reporter: material no: 305618 batch no: 8215724. It was reported that the box contained coviden monoject syringes instead of the 30ml syringes as label on the box.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 30 ml bd luer-lok¿ syringe bulk sterile pharmacy convenience tray came with a mix of product types. This was discovered before use. The following information was provided by the initial reporter: material no: 305618, batch no: 8215724. It was reported that the box contained coviden monoject syringes instead of the 30 ml syringes as label on the box.